Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd saf-t-intima¿ IV catheter safety system had no bung, and leaked medication during use. The following information was provided by the initial reporter: called out to the patient as they required an assessment for anticipatory medications. On checking the syringe driver I noticed that the infusion set that was inserted into the patient had 2 ports and one of the ports did not have a bung on. This meant the medication was leaking out, and not delivering subcutaneously to the patient. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): bung attached to port on visit. All staff made aware of risk of giving sets with two ports. Infusion sets with two ports no longer in office, staff to utilise infusion set with one port for future.

Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the unspecified bd saf-t-intima¿ IV catheter safety system had no bung and leaked medication during use. The following information was provided by the initial reporter: "called out to the patient as they required an assessment for anticipatory medications. On checking the syringe driver I noticed that the infusion set that was inserted into the patient had 2 ports and one of the ports did not have a bung on. This meant the medication was leaking out and not delivering subcutaneously to the patient. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): bung attached to port on visit. All staff made aware of risk of giving sets with two ports. Infusion sets with two ports no longer in office, staff to utilise infusion set with one port for future."